Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6 the device was returned to olympus for inspection, and the reported failures were confirmed. The issues were due to the failure of the cr board and software updates that were needed. A root cause could not be identified. Based on the results of the investigation, it is likely an electrical issue led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit had all the indicators on the screen light up, then the device shut down and could not be turned on. The issue was found during set up for use. There were no reports of patient harm.